Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305916, batch number#: 4235329. It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: verbatim#: the needle came out from the syringe and was left sticking out of the leg of the patient.

Manufacturer narrative:
Three photos were provided to our quality team for investigation. One photo shows a needle assembly assembled to a 3ml syringe has the safety mechanism activated. The needle is out of the needle hub and placed on the side. The other photo shows a packaging shelf box. Based on the investigation and with the photo sample analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number 4235329. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.